Manufacturer narrative:
Investigation pending.

Event description:
In 2009, customer report a negative result on triage d-dimer test when cap scan came out positive for pulmonary embolism (pe). A female pt was admitted with pain (it did not specify on the chart the location of the pain). Previously, this pt had hysterectomy back in 2009. Pt has been discharged with medication; final diagnosis as pe.